Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic biliary stenting for obstructive jaundice procedure, during the duodenal papillotomy, using a single-use high-frequency papillotome, the knife wire was fractured during the first incision. Stop using immediately, and replace a new single-use high-frequency papillotome to continue the treatment. It took about five minutes during this time, and there were no further fractured knife wire phenomenon occurred. This patient was 90 years old, and the surgical risk itself was very high. The treatment was completed successfully.

Event description:
No new information provided by the customer.

Manufacturer narrative:
Corrected field: h4. This supplemental report is being submitted based on corrected information provided.

Manufacturer narrative:
Updated fields: h2, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.